Event description:
It was reported a revision was performed due to aseptic loosening. (No discoloration/metallosis detected during revision). Initial surgery was in 2006.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. As soon as additional information becomes available and/or the device(s) have been returned for evaluation and an investigation result has become available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).